Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had trouble with sensor readings. Sensor was inserted with sertor. When sensor was removed, it was found that cannula was missing.